Event description:
Patient reported being hosptialized for high blood glucose (values not provided), during august 2003. Patient was treated with 90u insulin, via injection, and placed on an IV drip. Patient was hospitalized for approximately 2 days. Patient again sought treatment for high blood glucose the following week. No additional information pertaining to subsequent hospitalization was provided.